Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up, down and ok buttons were under-responsive, and there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: during testing, the pump failed to power on, and the keypad buttons could not be investigated. The keypad cover was removed and no contamination was found on any of the keypad button contacts. There was visible evidence of moisture behind the display screen; and the leak test failed due to a display lens leak. The pump was opened and corrosion was observed on all internal surfaces of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.